Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's concurrent conditions included endometrial polyp, menometrorrhagia, endometriosis, adenomyosis and haematosalpinx. In 2000, the patient had essure (ess205) inserted. In (B)(6) 2004, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain lower ("bottom of stomach pain"). The patient was treated with surgery (ablation and hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: 2000, (B)(6) 2006. Concerning the injuries reported in this case, the following ones were described/confirmed in patient¿s medical records: heavy vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs+mr received. New events: abnormal bleeding (vaginal), bottom of stomach pain were added. Onset dates for events added. New reporters, concomitant conditions and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the pelvic pain and menorrhagia had resolved. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Event-injury was deleted device category changed from device other event to incident. Events added from pfs- pain, menorrhagia, she did not undergo confirmation test. Reporter information, essure removal date, events outcome were added. Essure model updated 305 to 205. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.